Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not adversely impacted. The customer declined follow up from tandem technical support so further information could not be obtained.